Manufacturer narrative:
H6: investigation summary : one sample (model #ms3500-15) was returned by the customer. It was reported that the primary IV tubing was alarming air in line, channels changed out and pump still alarming. The set was examined for defects and abnormalities. The returned set arrived separated at the drip chamber. Therefore, no infusion could be performed. The failure was unable to be replicated. Upon further visual inspection under magnification, a lack of solvent was noticed at the drip chamber union. A quality notification was sent to the manufacturer to investigate the drip chamber/tubing separation. The sample has been sent for further investigation. The manufacturer was able to confirm the lack of solvent at the drip chamber union. The root causes for the lack of solvent were identified to be the dispensing needles were clogged with particles, the machine did not detect solvent application on the tubing - component assembly, and the machine did not detect if the applicator was extended. The following actions were implemented to correct this failure mode and prevent future issues for lack of solvent on the drip chamber union: a lack of solvent CAPA 3974230, new filters to remove solid particles in solvent that can clog the dispensing system, new solvent drop sensors to detect any issues, and a new sensor position for the applicator. A device history record review for model ms3500-15 lot number 20063510 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2020, and a total of (B)(4) units in 1 lot number was built on 30jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd 36 in 15 drop secondary set w/hgr had air in the line. The following information was provided by the initial reporter: it was reported by customer that the primary IV tubing was alarming air in line, channels changed out and pump still alarming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 36 in 15 drop secondary set w/hgr had air in the line. The following information was provided by the initial reporter: it was reported by customer that the primary IV tubing was alarming air in line, channels changed out and pump still alarming.